Event description:
In 2009, the sales representative reported that during surgery the surgical tech passed the speedlink to the surgeon, and the surgeon noticed before implanting the speedlink that the middle screw was stripped. The surgeon requested another speedlink and the surgeon was able to implant it without any difficulty. There was no surgical delay. The malfunction has resulted in surgical intervention in the past.

Manufacturer narrative:
Implant was not implanted. Request has been made to obtain the product. Device manufacture date is unk. Eval is pending upon the return of the product.